Event description:
Suture spitting. Surgeon reported that patient exhibited suture spitting 2 weeks post op. There were no adverse consequences reported. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.